Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to blank display. Also, received with moisture damage on the motor and force sensor. Device was also received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump screen was partially shown and there was ding on the screen. Customer¿s blood glucose level was unknown at the time of incident. Customer state that they were in water and reservoir lip ring was damaged. The insulin pump will be returned be for analysis.